Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the one of the patient's leads were confirmed to be fractured through x-ray.

Event description:
It was reported that the patient's leads have impedances issues, and one lead migrated. The investigation was unable to determine which leads attributed to the issues. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 3 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6265385.